Manufacturer narrative:
Inspected one opened used reservoir and performed manual prime and high-pressure tests. The reservoir passed the tests and no leaks or defects in the o-rings were observed during analysis. The reservoir was connected and locked in place properly. Mfg report 1 of 2, medwatch report # 3004209178-2011-83473.

Event description:
The customer reported being hospitalized due to high blood glucose of 558 mg/dl. Troubleshooting was performed. The customer stated that there are not any leaks. Determined that the reservoir and the infusion set were connected properly. The customer stated that the plunger was not removed from the reservoir prior to filling. No further info was provided.